Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID 3387, product type: lead. Product ID 7495, product type: extension. (B)(4).

Event description:
Oh, m.y., abosch, a., kim, s.h., lang, a.e., lozano, a.m. Long-term hardware-related complications of deep brain stimulation. Neurosurgery. 2002; 50(6): 1268-1274; discussion 1274-1266. Summary: to determine the incidence of long-term hardware-related complications of deep brain stimulation (dbs). Long-term follow-up reveals that hardware-related complications occur in a significant number of patients. Factors that lead to such complications must be identified and addressed to maximize the important benefits of dbs therapy. Reported events: one (B)(6) male patient with deep brain stimulation (dbs) for dystonia experienced an infection and erosion at the burr hole incision and connector site 3 months after implant. The author stated that it was difficult to determine which occurred first. It was noted that the infection then spread to the implantable neurostimulator (ins). Hardware salvage may have been attempted by use of intravenously administered antibiotics and wound debridement; the inability to clear infection led to the eventual removal of the hardware components in all but one of these patients. It was unclear if this patient received this treatment, but it is likely that the device was explanted. The source literature included the following device specifics: lead model 3387, extension model 7495, and implantable neurostimulator itrel ii or receiver x-trel further information has been requested; a supplemental report will be submitted if additional information is received. See attached literature article.